Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a colon resection, the staples of the device did not deploy. The device did not cut the tissue. Another stapler was used to resolve the issue and complete the case. There was no patient injury.